Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one photograph of a reload. A visual inspection of the returned photo noted that the reload can be seen to be fully fired, with staple pushers visible at the distal end of the cartridge. Malformed staples can be seen on the cartridge. A handle can a loading unit can also be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when the device was fired with the first reload the staple burst and had poor staple formation, and due to poor staple formation of the first reload there was a bleeding occurred and the surgeon decided to manually suture the tissue to resolve this issue. Later on the same procedure the surgeon used a new reload with the same handle, however half of the reload could not be fired. In addition the anvil of the second reload was bent. The surgeon then used another device in order to complete the case.